Event description:
It was reported that this caller requested episode review. A boston scientific technical services consultant reviewed the data and stated the noise appears to be very unorganized, does not appear to be related to minute ventilation (mv) and does not appear to be true ventricular tachycardia (vt). The patient recently underwent a magnetic resonance imaging (MRI) and the device was programmed to electrocautery mode. The caller reported that is a known issue with the atrial lead. However, allowing the MRI, there was 100% atrial pacing. The consultant stated there is no way for atrial pacing to occur with how the device was programmed and some type of testing or a programmer command must have resulted in the observed pacing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).